Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the electrode of this new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted using the two-incision technique. Post-implant while the patient was still in supine, a posteroanterior (pa) x-ray showed an s-curve indicating the coil had pulled back slightly, and there was a distal drop in the electrode at the sternal notch. Sensing was appropriate, and system impedance and 10j shock resulted in impedance measurements in the 55-60 ohms. The electrode did not appear to be stable in adipose tissue. The following week, a third incision was made to suture down the electrode, and the revision was successful. No additional adverse patient effects were reported.